Event description:
It was reported that externalized conductors were observed. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned in two sections. External insulation abrasion was found at 4.7cm to 5.3cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was visible, which could come in contact with the ICD can and contribute to field observation of noise. Another external insulation abrasion was found at 2.3cm to 2.4cm from the connector pin. The etfe coating was intact at these locations. Electrical test that could be performed resulted in normal measurements.